Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found the guidewire was severely bent. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found the guidewire was severely bent. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The guide wire is unraveled and shows evidence of use. Visual examination revealed the guide wire is unraveled from the proximal weld and has multiple kinks along the guide wire body. The proximal end of the core wire is broken and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the proximal weld and that the weld is present at the end of the coil wire. The exposed proximal core wire tip is rounded and discolored at the point of separation. Both welds appear full and spherical. The major kinks in the guide wire body were measured at 25mm and 54mm from the distal tip. The broken core wire measured 454 mm in length which is within the specification of 450-458 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.790 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing, and no manufacturing defects were found. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the guidewire was severely bent. No patient harm. The device was replaced. The patient's condition is reported as fine.